Manufacturer narrative:
Describe event or problem. Corrected data: initial report inadvertently did not mention the patient's surgery that was reported to have occurred on (B)(6) 2019.

Event description:
It was reported that the patient may have undergone a surgery related to the reported infection on (B)(6) 2019; however, this has not been confirmed to date. Multiple attempts to obtain additional information were made; however, no further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient was reportedly placed on antibiotics in (B)(6) 2018 due to an infection, and intra-operative cultures were positive for staphylococcus aereus. The patient underwent vns generator and lead explant due to the infection; edema, erythema and tenderness were noted as symptoms of the infection. The patient was referred for follow-up with infectious disease for further evaluation as this was the patient's second infection related to vns (first explant due to infection reported in MFR. Report # 1644487-2018-01398). A review of device history records showed that both the lead and generator were sterilized prior to distribution. Device evaluation is not necessary as reported infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.